Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/27/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 evaluation: h3 investigation summary: an opened sample of product 9039gl was returned for evaluation. Upon visual analysis of the sample, a hair was observed stocked in the foam park. It was not possible to determine the cause of the foreign matter in the sample received. Due to the conditions of the compliant device. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the report. As part of quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/16/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. The following information was obtained: lot number: kk0147 : kkq147.

Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: could you please confirm what was the problem, what was the exact issue? It was found that there had been a foreign substance like eyelash in the sterile package. Procedure date? (B)(6) 2021. Could you please provide lot number? Kk0147. The following information was requested, but unavailable: did the issue occurred with the package, suture or needle? Please explain. No further information is available. What was the procedure? No further information is available.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was to be used. During the procedure, it was found that there was a foreign substance like eyelash in the sterile package of the suture. No adverse patient consequences were reported. Additional information was requested.